Event description:
I was using a tandem t: slim x2 insulin pump with integrated dexcom g7 cgm when the device suddenly stopped all insulin delivery and became completely inoperable due to "malfunction 16" ¿ which I later learned was a speaker wiring defect. The pump displayed an error indicating a malfunction and immediately ceased all functions, no longer delivering insulin or showing cgm values or doing anything other than show the error message naming the malfunction and telling me to call their tech support. By an unhappy coincidence, my phone broke the night before and was unable to make calls. This left me at a metro station with no insulin pump, no cgm, and no way to call for help. This raises a significant safety design concern. While tandem diabetes care has acknowledged this defect (malfunction 16, speaker wiring issue) and issued an urgent medical device correction (july 2025), the company's risk-mitigation strategy creates a potentially greater hazard than the malfunction itself. Specifically: the pump is programmed to completely shut down and become inoperable when a speaker malfunction is detected, even though the speaker is a non-critical part of the device. The speaker failure does not affect the pump's ability to deliver insulin, monitor glucose, or perform the life-sustaining functions it exists to do. However, the device firmware forces a complete shutdown, immediately stopping insulin delivery to a patient whose life depends on continuous insulin administration. It's not hard to see why this is a very bad idea that puts patients at risk. A far more appropriate safety response would allow the pump to continue insulin delivery with alternative alerting methods (vibration, screen notification, mobile app alerts) while notifying the user that audio alerts are non-functional and the device should be replaced soon. The current design effectively transforms a minor hardware defect into a life-threatening withholding of therapy to a patient who needs it. This design decision prioritizes notification of a minor malfunction over preservation of a critical life-support function. For a patient dependent on continuous subcutaneous insulin infusion, abrupt cessation of insulin delivery poses vastly greater immediate risk than loss of audio alerts.